Manufacturer narrative:
(B)(4). D10-medical product tibial articular surface provisional left size cd item# 42517000303 lot# 62564325. H3- customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a tasp fractured and in trying to remove that tasp from the patient, another tasp was damaged. Attempts to obtain additional information have been made; however, no more information is available.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: b4, b5, d2, g1, g3, g6, h1, h2, h3, h6, and h11. Visual examination of the returned product found it is damaged on the corner. Medical records were not provided. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. A definitive root cause cannot be determined. This complaint is confirmed based on the provided pictures. If any further information is received which would change or alter any conclusions or information, a supplemental medwatch will be filed accordingly. Zimmer biomet will continue to monitor for trends. H6: component code: proposed component (annex g) code is: - mechanical (g04) - provisional top. Upon review of our reporting decision on fracture of articular surface provisionals. A review of all complaints for this product indicates that there has never been an event that has resulted in a death or serious injury. Therefore, zimmer biomet will not be reporting this failure mode going forward.

Event description:
No further event information available at the time of this report.